Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. This complaint was not confirmed in the lab due to a lack of sample. The root cause was undetermined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up with the home patient (hp), it was mentioned that air was noticed in the line. The hp stated that about five to ten minutes later he had some shoulder pain but that it subsided and went away after a little while. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.